Event description:
The hospital reported that during a coronary artery bypass procedure, two hs iii proximal seals failed to load. When the buttons were squeezed, the proximal seals did not fold correctly and the seals did not load into the delivery device. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).